Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain while weight bearing. Lucency of tibial tray and femur. Negative for infection. Surgeon found tibia component loose with no cement found on the device and the cement barely bonded to the bone. Femur also explanted. Scar tissue noted. No complications during the revision surgery. The root cause of the reported issue is attributed to : 1. Bone cement viscosity - insufficient intrusion depth of the bone cement into the bone spongiosa: loosening of the prosthesis, revision of the prosthesis. 2. Preparation/use of the device outside of the defined time frames ¿ application of the bone cement outside of the defined time frame: loosening of the prosthesis, revision of the prosthesis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 141235 - biomet cc cruciate tray 79mm - j3929403, 183134 - van ps open intl fem-lt 75 ¿ 028560, ep-183660 - e1 vngd ps tib brg 79/83x10 ¿ 156950, 184706 - series a pat w/wr std 34 1 peg ¿ 055840, 183099 - vanguard fem pegs set 2 - 579780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left knee revision approximately 8 months post implantation due to aseptic loosening.